Event description:
It was reported that the patient's atrial leadless pacemaker (LP) was implanted and later resulted in the patient developing an infection. The infection was determined via transesophageal echocardiogram (TEE). The LP was explanted. The patient was stable.